Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hypoglycemic event that occurred on (B)(6) 2016. The patient got off of work around 5:00pm, and thought he felt low. However, the patient's receiver did not beep, so he thought he was just tired. While driving home, he realized he was experiencing low blood glucose, so he pulled over. A coworker recognized his car and pulled over too, and when she checked the patient she realized he was experiencing a hypoglycemic event. She called for paramedics, checked his bag, saw a soda inside, and had him drink that while they waited for the paramedics. When the paramedics arrived, they checked the patient's blood sugar and he was at 40mg/dl. The paramedics administered some additional glucose and had the patient call his wife to take him home. Additionally it was reported that the patient tested the audio function of the receiver and it did not beep. At the time of contact, the patient was fine. No further event or patient information was provided.